Manufacturer narrative:
Conclusion: without the return of the valve for analysis, a definitive root cause of the regurgitation and stenosis cannot be determined. However, from the information received the potential cause of the regurgitation and stenosis could be due to pannus overgrowth. Pannus formation is patient dependent based on the possible underlying cause. Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve sewing ring and/or sutures and size of the bioprosthesis. It may also be caused by the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. The time of pannus formation after valve implantation varies; studies have reported time frames from 6-12 months. The ingrowth of pannus tissue may gradually affect the function of the valve leaflets. Pannus formation has been an inherent risk of surgical valve replacement.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was visually examined. Pieces of host tissue were received with the valve. The valve appeared distorted; oval shaped with the stent posts deflected. Two abrasions or perforations in the lunula of the non-coronary cusp appeared to be due to contact with the bias cloth along the inner outflow rail. A small abrasion through the free margin and lunula of the non-coronary cusp appeared to be due to bias wear. A large tear in the left cusp along the non-coronary left commissure appeared to be due to restricted leaflet movement associated with host tissue overgrowth. A tiny tear was observed in the free margin of the right cusp adjacent to the right non-coronary commissure. Tears and/or abrasions were noted in the right non-coronary and non-coronary left commissures. Remnants of glistening off white pannus remained attached to the sewing ring on the inflow adjacent to the left and right cusps, onto the tissue and base stitching along all cusps, into the right non-coronary and non-coronary left inferior coaptive areas and 1 to 5 mm onto all cusps showing evidence of a reduced inflow orifice area. Pieces of pannus were received with the valve. An unknown amount of pannus appeared to have been removed during explant. Off white thrombotic appearing host filled and stiffened the existing non-coronary cusp on the outflow, with remnants on the outflow of the other two cusps. An unknown amount of thrombus appeared to have been removed on the outflow during explant. Radiography showed traces of mineralization in the right cusp and along the outflow rail adjacent to the left cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Examination of the returned valve found pannus overgrowth on the inflow and extended several millimeters out onto the leaflet, which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve causing the stenosis. Also the reported regurgitation is likely to be attributed to the leaflets that were not closing / opening properly due to pannus overgrowth.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 1 year 11 months post implant of this bioprosthetic valve, the patient presented with symptoms of increasing shortness of breath and dyspnea on exertion. An echocardiogram showed worsening severe stenosis and regurgitation. The physician decided to explant and replace the device. During the explant procedure, the physician noted severe scarring on the ascending aorta and around the aortic valve. The physician noted significant pannus and clot on the outside of the valve which was probably the reason the valve failed. The physician successfully removed the device, and implanted a non-medtronic valve. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.